Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a low blood glucose of 25 mg/dl. The customer was treated at the hospital and then released after her blood glucose stabilized. Her blood glucose at the time of call was 75 mg/dl. Troubleshooting was initiated for the low blood glucose and no apparent anomalies were found with the insulin pump or its programming. The customer stated that the low may have occurred since she recently began to eat more healthy and consume less carbohydrates. The customer did not believe that the insulin pump was over-delivering. No products were returned or replaced.